Manufacturer narrative:
B3: unknown. One device was received. The event history review was able to confirm the customer reported complaint. Device was visually and functionally tested and the customer reported complaint was also able to be verified. The cause of the issue was that the clutches and lead screw were worn. The clutches, lead screw and worm coupling were replaced. The pump was recalibrated and tested, passing all performance testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was travel course error ¿ check clutch / flush plunger level. The event occurred during testing.